Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device expulsion ("migration of device/migration of essure: uterus") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") in a 27-year-old female patient who had essure (batch no. C96071-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, depression, hypertension, type ii diabetes mellitus, fibromyalgia, dysfunctional uterine bleeding, uterine bleeding and uterine dilation and curettage. (B)(6) 2003 , CT abdomen /pelvis report: cytology report: shift in flora suggesting bacterial vaginosis. Reactive cellular changes associated with inflammation. (B)(6) 2017, impression: right sided fallopian tube micro-implant has migrated into the uterine fundus. The uterine fundal portion is fractured. Left side fallopian tube micro implant is extraluminal. There is a left hydrosalpinx. Bibasilar inderminate small pulmonary parenchymal nodules. Recommend follow up. (B)(6) 2017, surgical pathology report : cervix, uterus, bilateral fallopian tubes cervix with squamous metaplasia and chronic inflammation. Gross: right fimbriated fallopian tube, revealing an unremarkable lumen with a metallic essure coil lodged in the proximal end of the lumen. The left fimbriated fallopian tube, a metallic spiraled essure coil lodged in the lumen along the proximal end. The distal end is stenotic. The uterus is bi-valved revealing a pink-red hemorrhagic triangular endometrial cavity. CT scan: overall complex fluid collection in the left adnexal region significantly improved form (B)(6) 2017. There is a 4.4 cm cystic focus associated with the left ovary. Small pelvic free fluid. Concomitant products included venlafaxine hydrochloride (effexor) since 2014. In 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), back pain ("pain"), dysmenorrhoea ("dysmenorrhea") and abdominal pain ("abdominal pain"), 1 day after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower ("lower abdominal pain"). The patient was treated with d&c and surgery (underwent a hysterectomy due to complications from the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, menorrhagia, vaginal haemorrhage, anxiety, abdominal pain lower, dysmenorrhoea and abdominal pain outcome was unknown, the back pain had resolved and the depression had not resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device breakage, device expulsion, dysmenorrhoea, menorrhagia and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: he essure device deployed first in left fallopian tube with 1-2 coils visible. Then into the right ostia with 1 coil visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: essure device was successfully occluded total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-dec-2018: pfs received. Concomitant drug added. Events dysmenorrhea and abdominal pain added. Incident no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") in a female patient who had essure inserted for female sterilization. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (underwent a hysterectomy due to complications from the essure device). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: essure device was successfully occluded incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and device expulsion ("migration of device/migration of essure: uterus") in a 27-year-old female patient who had essure (batch no. C96071-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism, depression, hypertension, type ii diabetes mellitus, fibromyalgia, dysfunctional uterine bleeding, uterine bleeding and uterine dilation and curettage. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), back pain ("pain"), depression ("depression"), anxiety ("mental anguish") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery and surgery (underwent a hysterectomy due to complications from the essure device). Essure was removed. At the time of the report, the device breakage, device expulsion, vaginal haemorrhage, menorrhagia, depression, anxiety and abdominal pain lower outcome was unknown and the back pain had resolved. The reporter considered abdominal pain lower, anxiety, back pain, depression, device breakage, device expulsion, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: he essure device deployed first in left fallopian tube with 1-2 coils visible. Then into the right ostia with 1 coil visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: essure device was successfully occluded (B)(6) 2003, CT abdomen /pelvis report: cytology report: shift in flora suggesting bacterial vaginosis. Reactive cellular changes associated with inflammation. (B)(6), impression: right sided fallopian tube micro-implant has migrated into the uterine fundus. The uterine fundal portion is fractured. Left side fallopian tube micro implant is extraluminal. There is a left hydrosalpinx. Bibasilar inderminate small pulmonary parenchymal nodules. Recommend follow up. (B)(6) 2017, surgical pathology report : cervix, uterus, bilateral fallopian tubes cervix with squamous metaplasia and chronic inflammation. Gross: right fimbriated fallopian tube, revealing an unremarkable lumen with a metallic essure coil lodged in the proximal end of the lumen. The left fimbriated fallopian tube, a metallic spiraled essure coil lodged in the lumen along the proximal end. The distal end is stenotic. The uterus is bi-valved revealing a pink-red hemorrhagic triangular endometrial cavity. CT scan: overall complex fluid collection in the left adnexal region significantly improved form (B)(6) 2017. There is a 4.4 cm cystic focus associated with the left ovary. Small pelvic free fluid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2018: pfs received: event depression, anxiety, lower abdominal pain added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and device expulsion ("migration of device/migration of essure: uterus") in a 27-year-old female patient who had essure (batch no. C96071-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism, depression, hypertension, type ii diabetes mellitus, fibromyalgia, dysfunctional uterine bleeding, uterine bleeding and uterine dilation and curettage. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and back pain ("pain"). The patient was treated with surgery and surgery (underwent a hysterectomy due to complications from the essure device). Essure was removed. At the time of the report, the device breakage, device expulsion, vaginal haemorrhage and menorrhagia outcome was unknown and the back pain had resolved. The reporter considered back pain, device breakage, device expulsion, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: he essure device deployed first in left fallopian tube with 1-2 coils visible. Then into the right ostia with 1 coil visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: essure device was successfully occluded (B)(6) 2003, CT abdomen /pelvis report: cytology report: shift in flora suggesting bacterial vaginosis. Reactive cellular changes associated with inflammation. (B)(6) 2017, impression: right sided fallopian tube micro-implant has migrated into the uterine fundus. The uterine fundal portion is fractured. Left side fallopian tube micro implant is extraluminal. There is a left hydrosalpinx. Bibasilar inderminate small pulmonary parenchymal nodules. Recommend follow up. (B)(6) 2017, surgical pathology report : cervix, uterus, bilateral fallopian tubes cervix with squamous metaplasia and chronic inflammation. Gross: right fimbriated fallopian tube, revealing an unremarkable lumen with a metallic essure coil lodged in the proximal end of the lumen. The left fimbriated fallopian tube, a metallic spiraled essure coil lodged in the lumen along the proximal end. The distal end is stenotic. The uterus is bi-valved revealing a pink-red hemorrhagic triangular endometrial cavity. CT scan: overall complex fluid collection in the left adnexal region significantly improved form (B)(6) 2017. There is a 4.4 cm cystic focus associated with the left ovary. Small pelvic free fluid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc (product technical problem ). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration of device/migration of essure: uterus") and device expulsion ("migration of essure: uterus") in a 27-year-old female patient who had essure (batch no. C96071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism, depression, hypertension, type ii diabetes mellitus, fibromyalgia, dysfunctional uterine bleeding, uterine bleeding and uterine dilation and curettage. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and back pain ("pain"). The patient was treated with surgery, surgery (underwent a hysterectomy due to complications from the essure device). Essure was removed. At the time of the report, the device breakage, device dislocation, device expulsion, vaginal haemorrhage and menorrhagia outcome was unknown and the back pain had resolved. The reporter considered back pain, device breakage, device dislocation, device expulsion, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: he essure device deployed first in left fallopian tube with 1-2 coils visible. Then into the right ostia with 1 coil visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: essure device was successfully occluded (B)(6) 2003, CT abdomen /pelvis report: cytology report: shift in flora suggesting bacterial vaginosis. Reactive cellular changes associated with inflammation. (B)(6) 2017, impression: right sided fallopian tube micro-implant has migrated into the uterine fundus. The uterine fundal portion is fractured. Left side fallopian tube micro implant is extraluminal. There is a left hydrosalpinx. Bibasilar inderminate small pulmonary parenchymal nodules. Recommend follow up. (B)(6) 2017, surgical pathology report : cervix, uterus, bilateral fallopian tubes cervix with squamous metaplasia and chronic inflammation. Gross: right fimbriated fallopian tube, revealing an unremarkable lumen with a metallic essure coil lodged in the proximal end of the lumen. The left fimbriated fallopian tube, a metallic spiraled essure coil lodged in the lumen along the proximal end. The distal end is stenotic. The uterus is bi-valved revealing a pink-red hemorrhagic triangular endometrial cavity. CT scan: overall complex fluid collection in the left adnexal region significantly improved form (B)(6) 2017. There is a 4.4 cm cystic focus associated with the left ovary. Small pelvic free fluid. Most recent follow-up information incorporated above includes: on 30-may-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia), device breakage, migration of essure: uterus. Lot number added. Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device expulsion ('migration of device/migration of essure: uterus') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') in a 27-year-old female patient who had essure (batch no. C96071-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, depression, hypertension, type ii diabetes mellitus, fibromyalgia, dysfunctional uterine bleeding, uterine bleeding and uterine dilation and curettage. *(B)(6) 2003, CT abdomen /pelvis report: cytology report: shift in flora suggesting bacterial vaginosis. Reactive cellular changes associated with inflammation. On (B)(6) 2017, impression: right sided fallopian tube micro-implant has migrated into the uterine fundus. The uterine fundal portion is fractured. Left side fallopian tube micro implant is extraluminal. There is a left hydrosalpinx. Bibasilar inderminate small pulmonary parenchymal nodules. Recommend follow up. On (B)(6) 2017, surgical pathology report : cervix, uterus, bilateral fallopian tubes cervix with squamous metaplasia and chronic inflammation. Gross: right fimbriated fallopian tube, revealing an unremarkable lumen with a metallic essure coil lodged in the proximal end of the lumen. The left fimbriated fallopian tube, a metallic spiraled essure coil lodged in the lumen along the proximal end. The distal end is stenotic. The uterus is bi-valved revealing a pink-red hemorrhagic triangular endometrial cavity. CT scan: overall complex fluid collection in the left adnexal region significantly improved form (B)(6) 2017. There is a 4.4 cm cystic focus associated with the left ovary. Small pelvic free fluid. Previously administered products included for an unreported indication: synthroid. Concurrent conditions included bipolar disorder, gestational diabetes and pre-eclampsia. Concomitant products included gabapentin, insulin, levothyroxine, medroxyprogesterone acetate (depo-provera) and venlafaxine hydrochloride (effexor) since 2014. In 2014, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish"). In (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), back pain ("pain"), dysmenorrhoea ("dysmenorrhea") and abdominal pain ("abdominal pain"), 1 day after insertion of essure. On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower ("lower abdominal pain"). The patient was treated with d&c and surgery (hysterectomy +bi, underwent a hysterectomy due to complications from the essure device and hysterectomy +bi,underwent a hysterectomy due to complications from the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, anxiety, abdominal pain lower, dysmenorrhoea and abdominal pain outcome was unknown, the menorrhagia, vaginal haemorrhage and back pain had resolved and the depression had not resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device breakage, device expulsion, dysmenorrhoea, menorrhagia and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: he essure device deployed first in left fallopian tube with 1-2 coils visible. Then into the right ostia with 1 coil visible. Discrepancy noted as insertion date (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: essure device was successfully occluded total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added menorrhagia, abnormal bleeding(vaginal) were updated to recovered/resolved. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.